Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was removed due to the patient experiencing discomfort for several years. No additional adverse patient effects were reported.